Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009. Product type: lead: product ID 3778, lot# v235489007, implanted: (B)(6) 2009. Product type: lead: product ID 3778, lot# v156576038, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was explanted 3-4 days after being implanted back in 2009 due to pain that was undetermined. It was noted the patient had surgery and came out in "excruciating" pain and had a pinched nerve. It was noted the device was removed and the patient started doing therapy to help with the pain. No further information was reported.